Event description:
The manufacturer received voluntary medwatch (mw5154667). The manufacturer received information alleging an issue related to a philips ds2adv auto CPAP device. The patient has alleged that he received a dream station 2 capap from philips to replace my recalled dream station 1, machine had no power, ac/dc adapter was extremely hot as well as the machine. Unplugged right away and there was a fair amount of water remaining in the reservoir. So, he doesn't think that it was the heat element in the humidifier causing the high thermal. Reference report: mw5154666. There was no report of serious or permanent patient harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.